Manufacturer narrative:
Specific patient information was received from the customer and revealed that a patient presented with tlss (transient light sensitivity) at the three month post op exam. No medical or surgical intervention was provided. The patient's tlss resolved on its own approximately three months later. Placeholder.

Manufacturer narrative:
Amo's field service engineer was onsite for a preventative maintenance (pm) on (B)(4) 2013. Fse completed pm without incident. Machine operating properly and within specifications. Amo's clinical development manager was onsite for clinical surgery support on (B)(4) 2013. Cdm gelled laser and optimized intralase surgical settings. Cdm observed doctor treat 4 eyes on the intralase. Physician commented after reviewing all 5 patient charts, she found all patients were given besivance eye drop prior to day of surgery. Dr.(B)(6) plans to discontinue use of besivance prior to day of surgery. Dr. (B)(6) stated started besivance use beginning of year and tlss reporting started in (B)(6) 2013. This report was for patient #1 of 5. Placeholder.

Event description:
The clinic reported that they experienced severe transient light sensitivity syndrome with 5 of their laser vision correction patients over the last three months. The doctor treated the patients with steroid therapy. There was no loss of vision.

Manufacturer narrative:
Date of event is unknown. Information has been requested. (B)(4). Clinical support will be provided to the treated doctor. All pertinent information available to amo has been submitted.